Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact to the customer's blood glucose level. As a corrective action, the customer opted to use multiple daily injections as backup therapy while the pump was replaced by technical support, and an out-of-warranty loaner pump was requested.